Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy. Technical services (ts) was consulted and reviewed the stored episode as well as device settings. Ts discussed the device programmed settings and noted there was t-wave oversensing as the cause for the inappropriate shock. Ts advised on available troubleshooting and programming options. X-ray imaging has been performed and no changes to the system location were noted. This s-ICD remains in service. No additional adverse patient effects were reported.